Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00651, 3005168196-2017-00652. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, pod packing coils (podj coils) and lantern delivery microcatheters (lantern). During the procedure, the physician successfully deployed and detached a pod5 coil in the target vessel using a lantern delivery microcatheter (lantern). While attempting to place a podj coil in the outflow behind the pod5, the physician experienced resistance while advancing the podj coil through the lantern and subsequently, the podj coil buckled the system out of the outflow. Therefore, the physician decided to re-sheath the podj coil. However, upon retraction the podj coil unintentionally detached inside the lantern; the physician then removed the lantern with the detached coil inside. It was reported that the strain relief wire unraveled as the podj coil was being removed from the lantern. The lantern was set aside and the physician opened a new lantern to continue the procedure. While attempting to load a ruby coil into the lantern, the scrub technologist kept experiencing resistance and therefore, the ruby coil was re-sheathed and removed. The scrub technologist then attempted to advance the same ruby coil out of its introducer sheath on the back table; however, the ruby coil unintentionally detached from the pusher assembly. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.